Event description:
Customer reports unit overinfused during patient use. Report states 35ml infused over 13 hours. Unit was filled to a total volume of 65ml with morphine and saline. Report states, "apnea occurred in patient, and then cardio-pulmonary resuscitation." Patient has "late stage cancer."